Event description:
It was reported, the patient received an sjm epic valve implanted sometime in (B)(6) or (B)(6) 2010 (exact date unknown). In (B)(6) 2010, the patient presented with chest pain. An echo was revealed rigid and immobile leaflets and there did not appear to be any calcium. The lv was distended with congestive heart failure (chf) and possible myocardial infarction (mi). The patient expired in (B)(6) 2010 (date unknown). Additional information has been requested.